Event description:
Patient's gastrojejunostomy (gj) tube was dislodged by about 3cm with the balloon just at the skin site. The balloon was deflated and had failed as it was not able to be re-inflated. Nasogastric (ng) tube was placed for temporary feeding and medication access. Gj tube exchanged under fluoroscopy with general anesthesia.